Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a tibial nail open reduction internal fixation (orif) procedure. The universal chuck with t-handle was stuck during the procedure. The surgeon unjammed the nail once it was removed in order to complete the surgery, then inserted into the patient. The procedure was successfully completed with a 5-10 minutes surgical delay. The patient outcome was satisfactory. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity# 1). This report is for one universal chuck with t-handle. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 393.100, lot: 3653274, manufacturing site: haegendorf, release to warehouse date: 28. Feb. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the universal chuck with t-handle (p/n: 393.10, lot #: 3653274) was returned and received assembled with unknown k wire at us customer quality (cq). Upon visual inspection, the cover component, compression spring and the lid component were fell apart from the device. The device was fell apart as the adhesive failed to hold the internal components in place. There were scratches and nicks all over the device but has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: the functional test was performed on the returned device the internal components of the device were reassembled the k wire was able to remove from the clamp jaws. But the internal components were not able to hold together because of the adhesive failed. Service and repair evaluation: the customer reported the device was stuck during a procedure. The repair technician reported the cover of the check is damaged, k-wire stuck in the chuck with a piece missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Documentation/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed universal chuck with t-handle. Complaint confirmed? Yes, the device received was stuck. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for universal chuck with t-handle (p/n: 393.10, lot #: 3653274). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information: remove unknown nails as concomitant product since it was captured as an impacted product.